Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder surgery the tip of the device broke off while moving the tip forward. The broken tip was retrieved out of the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This report is being submitted to provide additional information in h3, h6: type of investigation, investigation findings, investigation conclusions, and h10, and updated information in d9, g1, g3. Complaint is not confirmed. No related issues found. One unpackaged ar-8500rfoe retractable flush cut burr serial/batch number (B)(6) was received for evaluation. Functional testing with the handpiece and console found no issues. The device is working as intended. Upon visual evaluation, no issues were found. No problem found.